Event description:
It was reported that, after the patient went through a security device it "set off the alarm and it changed her frequency." The patient wished to have their device checked, and the patient was referred to their health care provider. The reported stated the therapy is "fine for the patient now." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted. Product typ lead product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted. Product typ lead. (B)(4).